Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated the procedure date was (B)(6) 2022. The procedure completed successfully. The condition being treated was wide neck aneurysm (3.5x7.9mm), neck 7.9mm. The anatomical location was left internal carotid artery-communicating (c7 segment). The total procedure duration 41 min (fluoroscopy time 14 min). The patient¿s current modified rankin score (mrs)/national institute of health stroke scale (nihss) score was reported as '0' on 6month follow up ((B)(6) 2023). Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to the as reported patient parent vessel stenosis.

Event description:
It was reported that the subject flow diverter was implanted successfully in a patient. 6 month follow up imaging showed 75-100% stenosis, both in parent artery and within flow diverter. Both the modified rankin score (mrs)/national institute of health stroke scale (nihss) score were reported to be "0" on 6 month follow up. It was reported that there were no neurological deficits seen in the patient due to reported event. The patient was not put on any medications for the reported event. No further information is available.

Event description:
It was reported that the subject flow diverter was implanted successfully in a patient. 6 month follow up imaging showed 75-100% stenosis, both in parent artery and within flow diverter. Both the modified rankin score (mrs)/national institute of health stroke scale (nihss) score were reported to be "0" on 6 month follow up. It was reported that there were no neurological deficits seen in the patient due to reported event. The patient was not put on any medications for the reported event. No further information is available. Update: additional information received 30 aug 2024 stated that on (B)(6) 2023 the patient came in for a follow up angiogram and it was noted that there's an occluded left m1 with collateral circulation from the anterior cerebral artery (aca) retrograde filling the middle cerebral artery (mca) branches. The patient was advised to continue to take aspirin and brilinta and repeat angiogram in 6 months. The adverse event outcome is recovering/resolving. Additional information received 03 sep 2024 stated that patient has developed a left-side headache on (B)(6) 2024. The adverse event was noted to be related to the study device. A digital subtraction angiography (dsa) was performed which showed a 90% stenosis of the proximal left midline cerebral artery m1 segment. The patient was hospitalized and angioplasty of the subject flow diverter stent was performed. The adverse event was resolved and the patient was discharged (B)(6) 2024.

Manufacturer narrative:
B5 executive summary - updated. B2 outcomes attributed to ae - updated. F10 / h6 health effect - clinical code - updated. F10 / h6 health effect - impact code - updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated the procedure date was (B)(6) 2022. The procedure completed successfully. The condition being treated was wide neck aneurysm (3.5x7.9mm), neck 7.9mm. The anatomical location was left internal carotid artery-communicating (c7 segment). The total procedure duration 41 min (fluoroscopy time 14 min). The condition being treated was elective brain aneurysm treatment. There was nothing reported regarding neurological deficit or sequelae noticed due to stenosis. There was no ae reported. The patient¿s current condition was mrs/nihss 0 6m fu ((B)(6) 2023) additional information received on 5-may-2024: there was an adverse consequence to the patient were reported "6m dsa imaging showed 75-100% stenosis, both in parent artery and within flow diverter- occluded left m1 on (B)(6) 2023- left-side headaches started (B)(6) 2024 - dsa imaging was required - 90% stenosis of the proximal left midline cerebral artery m1 segment - angioplasty of evolve in response to ae was performed". Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint.